Event description:
It was reported that the ilet user experienced elevated blood glucose after lunch due to under-announcing the meal and eating more than usual, then later observed a pump glucose of 87 mg/dl before dinner and called 15 minutes after eating chicken pot pie and caesar salad to ask whether to announce. The user was advised that meal announcements should occur when about to eat and that the correction algorithm would address the excursion. Symptoms included hyperglycemia peaking at 220 mg/dl. Outcomes included no alarms, no medical intervention, and no hospitalization. Investigation included user education and troubleshooting focused on timing and accuracy of meal announcements for the ilet system. Investigation of this case revealed user-related use error involving an incorrect meal size selection and delayed/ missed announcement rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to inaccurate and delayed meal announcement.